Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that when they tried to partially rotate the force bipolar instrument, it would over rotate. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter stated that the surgeon described it as the surgeon would try to move the wrist to the right slightly, and the instrument would rotate more instead of the slight movement. The surgeon would move their hand and try and stop the instrument, but it would still move like it had a late reaction. The issue occurred while the surgeon's head was inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) and the surgeon was attempting to manipulate the instruments in the ssc. The issue was not related to an inability to move the instrument as the instrument would move. The instrument would not scale appropriately as the instrument movement was greater than the surgeon's movement. The site replaced with another instrument to fix the problem. The drape, lot number was not kept. There was no injury to the patient and no instrument-to-instrument interference, arm-to-arm interference, or external collisions.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis found the primary failure of dislodged pitch cable - proximal to be related to the customer reported complaint. The instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. This caused the instrument to over rotate.